Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had pre-existing neurodermatitis and that the lifevest exacerbated the condition. There was no alleged device malfunction contributing to the irritation. The patient's pharmacist gave the patient a cortisone ointment for the skin irritation. It was reported that the patient passed away. There is no indication that the lifevest caused or contributed to the patient's passing. Outcome of the irritation is unknown.